Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported during follow up the patient underwent surgical intervention on (B)(6)during which the ipg site was revised and the ipg was replaced with another manufacturers device.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported the patient experienced pain at the ipg site due to position (sub axilla) and weight loss. Surgical intervention may be pending to address the issue.